Event description:
A report was received that the patient was having a lot of discharge near the implant site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection at the implant site. Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7019149, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was having a lot of discharge near the implant site. The patient underwent an explant procedure.